Event description:
It was reported the patient presented remotely. Upon review of transmission, it was observed the atrial lead was oversensing noise, resulting in inappropriate automatic mode switch. No intervention was performed. The patient was stable and would continue to be monitored.